Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the pa cardiothoracic surgery staff that the pt was reportedly stable at his clinic visit the day before the event, but was treated for a pump pocket infection that required surgical revision prior to discharge the week before and was on oral antibiotics. The pt's history included a lung biopsy with a thoracotomy wedge resection at the time of implant of the pump. The pt's daughter found him at home unresponsive and attached to the power base unit (pbu) following a power outage in his home. The pt was alone at the time of the power outage and had expired. The paramedics were called to the home and they reported that upon arrival, the device was in fixed mode at 60 bpm with the power on and flows ranging from 6.9 to 0 lpm. There was no report of ac fail alarm noted and no obvious signs of attempts by the patient to switch the power source from pbu to battery power.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time.